Event description:
The customer placed the pod at 8:30 am and had a blood glucose (bg) level of 224 mg/dl. At 12:07 pm, the customer's bgs were 301, at 3:58 pm the customer's bgs were 376, and at 4:30 pm the customer's bgs were high (>500 mg/dl) so the customer removed the pod.

Manufacturer narrative:
The returned product was evaluated and no evidence of any manufacturing defect was detected. An air bubble, equivalent to 5-6 units of insulin in size, was found in the insulin reservoir. As there was no evidence that the user attempted to remove residual insulin, this was most likely introduced during the fill process. Use error is therefore determined to be the root cause of the hyperglycemia. Lot qualification records were reviewed and the product lot met all acceptance criteria.